Manufacturer narrative:
The delivery device was not returned for evaluation.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. During lens implantation, the haptic twisted. Intervention was performed in order to enlarge the incision and remove the lens. Another intraocular lens was implanted successfully. Reference MDR # 2031924-2011-00015.